Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had cosmetic damage to their insulin pump. The customer stated the medtronic bumper sticker had been removed from the insulin pump. Customer was advised to stop using the insulin pump. Customer's blood glucose was 11 mmol/l. No additional information provided.